Manufacturer narrative:
Distributor information: (B)(4). Exemption number, e2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of hospira. This complaint was not deemed reportable under the then effective reporting procedure, but is reportable under revised reporting procedure which exercises stricter interpretation to reporting obligation. This case is an outcome of retrospective review performed on all our old non-reportable events, to ensure all our cases are in -part with our new procedure (of the ~920 files reviewed in the retrospective review 33 cases were deemed reportable based on the current reporting scheme. Of course none had serious injury or death, as those are reportable under old and new procedures).

Event description:
The event was reported by a customer from USA: "patient was started on outpatient chemotherapy of 5 fu to run at 4 ml per hour for 46 hours. Patient infusion was started at 3:42 pm on wednesday (B)(6) 2015. Per hospital policy, all settings including patient lock were verified by 2 rn's. Patient returned today at the end of the 46 hours to have infusion disconnected. Pump showed that the patient had received 67.9 ml of the 184 ml infusion and had 29 hours, 2 minutes and 16 seconds left of the infusion. Sapphire device was in the small sapphire carry pouch and device was locked. Patient said that at some time he set something on top of the case and the pump "beeped". Event log shows infusion stopped at 8:44 am, yesterday. When the patient returned to the infusion center, around 1:30 today, the pump was not alarming. Display showed "pump has been inactive". Nurses needed to unlock pump to shut it off. As 5 fu is time sensitive, patient did not receive the remaining dose, was disconnected and sent home. No information at this time if new infusion of complete dose will be scheduled. Pump configurations: psi 11.5, pump unattended 2 minutes, alarm volume maximum, authorization level high, backlight on, occlusion auto-restart on." Mode: continuous administration set used (type and lot number): microbore infusion set with non-vented spike, pinch clamp, administration cassette and spin male luer lock; lot #0160.0303.15 what catheter was used (size of catheter, type, catalog number, manufacturer, etc.)? Miniloc safety infusion set; lot # asyis233; bard access systems; ref#: (B)(4). What was the bag volume:184ml. Did you experience any alarms at the beginning / during / at the end of the treatment, if so, please detail the alarms and their occurrences. No alarms at beginning. Patient was sent home with the infusion pump. Pt stated pumped alarm maybe once during the treatment. Pt arrived 46hrs later to have pump disconnected. Pump was on but not alarming. Patient involvement: yes. Death/serious injury: no".